Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation but could not pass through the lesion. However, during the procedure, it was observed that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.